Manufacturer narrative:
It was reported that the patient underwent excision of vaginal mesh on (B)(6) 2011 along with perineorrhaphy.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2006; mesh were implanted and on (B)(6) 2012 mesh was implanted into the patient. It is reported that both procedures were performed at the same hospital. It is further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence, rectocele, and cystocele. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh excision on (B)(6) 2011 due to mesh erosion, hysterectomy and vaginal mesh removal on (B)(6) 2012, laparoscopic left salpingo-oophorectomy, colonic adhesiolysis on (B)(6) 2012 due to infected ovary and tube with colonic adhesions and left tubo-ovarian abscess. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.